Event description:
Customer reported that a low blood glucose event. Husband checked the blood glucose level and it was 20 mg/dl. Husband tried to give her a glucagon shot, but he wasn't used to it; so he called the paramedics. The paramedics treated with liquid and sugar. The blood glucose level increased to 120 mg/dl. Customer refused to go to hospital. The current blood glucose reading is 300 mg/dl. Customer treated with insulin pump. Customer has been experiencing lows for two to three months. Since having the new insulin pump she has been hospitalized twice.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.